Event description:
Procedure type: lap chole. Reportedly, when the doctor tried to lock the device, a metallic part disengaged from hinge. It fell into the surgical cavity and was retrieved. There was no harm to the patient and the procedure was completed with another blunt tip trocar. No patient injury was reported.

Manufacturer narrative:
.